Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number 1627487-2019-08213. Related manufacturer report number 1627487-2019-08215. It was reported that patient had ineffective stimulation therapy. Multiple programming attempts were made however were unsuccessful. Patient denied any traumas or falls. Device system was explanted a result to resolve the issue. There were no complications during the procedure. Patient was stable.